Manufacturer narrative:
Contacted initial reporter, the risk manager at (B)(6). She stated that they were notified some time after the incident, but she had no information as to severity or current patient condition. Contacted the hospital and spoke with the eeg department manager. He stated he had only been the manager for 2 weeks, so he was not directly involved in with the incident. He said that an experienced tech had applied electrodes without previous or subsequent issues. The only information he was able to provide about the patient was that he/she was pediatric. He said he would try to contact the previous manager to get additional information. As of this report, he has not provided any additional information. If we receive additional pertinent information regarding this incident, we will submit a follow-up report to FDA.

Event description:
Received medwatch report mw5094901 from FDA on 6/30/2020. Report stated: "eeg performed for a recording duration of 20:06 minutes utilizing nuprep, ten20 paste, and gauze pads. No tape was used. Wound care reported 'multiple areas to forehead with possible breakdown from eeg performed since admission due to chemical burns'."